Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and popliteal artery. After the guidewire was passed through the lesion, a 1.2mmx15mmx142cm emerge balloon catheter was used for dilatation. However, during first inflation at 12 atmospheres for 10 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.